Event description:
It was reported that the pump quick bolus/wake button was extremely difficult to press and often required multiple presses to turn on pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer followed instructions to press button correctly, but the issue continued, so pump was arranged for replacement. The customer planned to use multiple daily injections as backup insulin therapy, received instructions for storage mode, and agreed to return problematic pump using prepaid label.